Event description:
Patient developed infection. Pump filled on operating room table on (B)(6) 2010 at 0800. Aseptic technique used. Infusion completed on (B)(6) 2010 and catheter was removed on (B)(6) 2010.

Manufacturer narrative:
The device is not available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. Information received indicated that patient developed infection. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. The product sterilization was conducted according to international standards. Without the sample, no additional investigation can be performed at this time. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. If additional information becomes available in the future we will reopen this complaint.